Event description:
This event was captured based on literature review. It was reported that a two-source retrospective study identified a total of 2467 records of starclose se device experiences between july 2009 and october 2011. Of the 2467 records, clinical outcomes were investigated in 1107 records. Clinical outcomes were as follows: late bleeding/oozing - 42; vessel occlusion/dissection - 17; retroperitoneal hematoma - 90; pseudoaneurysm - 14; nerve injury - 1; severe bleeding-transfusion - 1; symptomatic bleed - 1. Device failures were reported as: failure to achieve hemostasis - 433; inability to complete deployment - 280; device entrapped (no surgery) - 208; clip not deployed - 151; device entrapped (surgery) - 16; aborted attempt - 1; operator error - 4.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, event occurred between july 2009 and october 2010. When multiple complications were listed in the same report, each complication was listed separately, except for device deployment failure in conjunction with failure to achieve hemostasis, which was recorded as device deployment failure. No additional information was provided. (B)(4). This information was obtained through literature review; therefore, the device was not available for return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.